Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during the night, the patient's infusion site started hurting. The patient reported that when they checked the site, the set adhesive remained on the patient's skin; however, the plastic cannula was half way out of the skin. The home care patient reported that their blood glucose levels rose to around 300 mg/dl due to the interruption in insulin therapy. The home care patient reported that they changed their site and delivered a correction bolus to resolve their blood glucose levels. No permanent injury to patient reported.